Event description:
It was reported that the user experienced an ¿unable to proceed¿ alarm during tubing fill while changing supplies on the ilet, which persisted after a device restart, and a dry run without fluid advanced to 120 units without issue; the user disconnected and administered an injection and plans to reattach later with new supplies. Customer care agent provided support that included guided troubleshooting, device restart, and a successful dry run to rule out device drive malfunction, and lot information for involved disposables. Investigation of this case revealed that the device mechanics functioned during dry run, indicating the issue was more consistent with disposable setup, fluid path, or connection rather than an internal pump fault. No clinical symptoms associated with the need for a manual insulin injection. Outcomes included interruption of pump therapy and reliance on backup insulin delivery without hospitalization. It was concluded, based on previously established findings for similar reports, that the cause was likely user setup or disposable-related flow obstruction during tubing fill. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.